Manufacturer narrative:
All of the buttons on the insulin pump functioned properly, however it had moisture on keypad traces. No button error alarm noted during testing. The device had stained end cap sticker, battery tube threads cracked, cracked reservoir tube lip, minor scratches on the lcd window, and cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Her blood glucose was 400 mg/dl. She didn't recall any significant event which may have caused the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.